Manufacturer narrative:
The device evaluation was completed on 2/23/2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was broken on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Lab staff noted that while taking the sheath out of packaging, it ¿seemed stiffer than normal¿. The physician complained that the sheath felt stiff when inserting into the body. After transseptal access, the physician noticed that blood was coming out of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Then they noticed that the bottom of the valve must have been broken but no physical damage could be seen except when they put a syringe on the end there was blood return. The provider noticed it right away and immediately took the sheath out. A new sheath was deployed and the case proceeded as normal. There was only a very minimal amount of patient bleeding and no patient consequence. No medical intervention was necessary. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 2/1/2021 and observed on 2/2/2020 that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub of the device. The hemostatic valve separation issue remains assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was broken on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Lab staff noted that while taking the sheath out of packaging, it ¿seemed stiffer than normal¿. The physician complained that the sheath felt stiff when inserting into the body. After transseptal access, the physician noticed that blood was coming out of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Then they noticed that the bottom of the valve must have been broken but no physical damage could be seen except when they put a syringe on the end there was blood return. The provider noticed it right away and immediately took the sheath out. A new sheath was deployed and the case proceeded as normal. There was only a very minimal amount of patient bleeding and no patient consequence. No medical intervention was necessary. Since the blood return was not reported to be excessive and no interventions to stop the bleed were required and patient¿s hemodynamics was not compromised, this event was not assessed as a patient event, but as a MDR reportable hemostatic valve separation product malfunction.